Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses (pxt261414/8956838, pxc161000/9081813, and pxc181200/8738193). On an unknown date, 2012, type ii endoleak was reported. Coiling for type ii endoleak was performed. On (B)(6) 2017, gore® excluder® aaa endoprostheses were replaced by artificial blood vessel since the shape of aneurysm and vessel were not good for blood flow.

Manufacturer narrative:
(B)(6). (B)(4).